Event description:
It was reported that the patient presented in clinic for a follow up. During fluoroscopy insulation breach was noted on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. Patient remained stable prior, during, and after procedure.